Event description:
It was reported that this patient underwent an upgrade procedure in which the field representative was about to implant this cardiac resynchronization therapy pacemaker (crt-p) that had previously been taken out of storage mode approximately a month and a half prior. At that time the outputs had been changed in all chambers. The field representative interrogated this crt-p prior to it being implanted and when they increased the outputs to nominal setting the battery registered four and a half years remaining. The field representative did not want to implant this crt-p for that matter and opted to use a different device which was successfully implanted and remains in service. This crt-p has been returned and is expected to be analyzed. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient underwent an upgrade procedure in which the field representative was about to implant this cardiac resynchronization therapy pacemaker (crt-p) that had previously been taken out of storage mode approximately a month and a half prior. At that time the outputs had been changed in all chambers. The field representative interrogated this crt-p prior to it being implanted and when they increased the outputs to nominal setting the battery registered four and a half years remaining. The field representative did not want to implant this crt-p for that matter and opted to use a different device which was successfully implanted and remains in service. This crt-p has been returned and is expected to be analyzed. No adverse patient effects were reported.